Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that only the ancillary trocar and blue suture were returned. No functional test could be performed. During the analysis of the ancillary trocar, damage on the tip was noted. It is possible that the damage on the ancillary was due to an improper removal of the ancillary trocar from the staple retainer. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please refer to the "instructions for use" for more information. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass, the green anvil spike bent upon pushing through the gastric pouch. It is unknown how the case was completed. There were no patient consequences reported.